Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported the patient lost effective coverage due to the lead migrating. The issue was confirmed via x-rays. The patient underwent surgical intervention where the lead was replaced with a new one restoring therapy.